Manufacturer narrative:
The manufacturing site has not received physical samples or photographs which demonstrate the reported condition with this customer report. Without a sample, the reported condition cannot be confirmed, and a more complete investigation was not able to be performed. This complaint will be re-opened this investigation when physical samples or photos which demonstrate the reported condition are received. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Without a sample, the reported condition cannot be confirmed. Because a more complete investigation was not able to be performed, a definitive root cause could not be determined, but potential contributing factors to the reported include, but are not limited to: the vision system on the syringe assembly machine not working as programmed. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly. User technique during recapping and not following the instructions for use which direct to: ¿immediately following injection, extend shield forward fully until click is heard. Then lock safety shield by twisting in either direction until you feel the positive stop and hear the audible snap.¿ the following control mechanisms are in place to prevent the occurrence and acceptance of ¿needle stick injury when capping post injection¿ during the assembly and packaging processes: cardinal health maintains a material qualification process. The material qualification process requires verification of the stability and performance of the medical device and its components to iso standards. The molding process is validated and the critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Preventive maintenance of the molding tool is conducted at required frequencies, in order to ensure process capability is maintained. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, printing, assembly and packaging equipment, product evaluation and documentation requirements. The machine this product is assembled on is equipped with sensors in place that verify the correct positioning and orientation of the safety collar on the barrel trident, and bent cannula. Daily checks are performed on each running shift for the shield detection, collar detection, sheath detection, barrel detection, and final detection to ensure all detection systems are working correctly and to ensure the identification of defective syringes. Records of completed maintenance activities are maintained. During the assembly of this product, inspectors routinely test samples for visual defects, shield retraction force, shield extension force, shield-locking torque, shield/collar spin force, and detach force. The test results are reviewed for each shop order prior to release in order to verify that all testing during production was acceptable and within specification limits. The product cannot be accepted unless the acceptable quality level has been met. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements. A lot cannot be released unless it passes all specification requirements. Per cardinal health procedure, complaint trends will be evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/16/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that a nurse member sustained a needle stick injury when capping post injection.